Manufacturer narrative:
Device investigation: the filter fitting on the top of the pump shows a white crumbly substance in its threads. The substance is likely pieces of previously used plastic filter threads. There are no other visible flaws. Results: the pump was plugged into a 220 vac source and turned on. The inlet port was blocked with a gloved finger and the vacuum regulator was adjusted for maximum vacuum. A reading of -4.5 in hg was measured. This is well below the required -20.0 in hg. The pump cover was removed and the internal tubing examined. No holes or tears were seen. The pump was turned on with the cover off the pump and only one side of the pump appeared to be functioning correctly. This model pump is configured so that both sides of a two staged pump apply suction in parallel to one another. One side of the pump is showing no exhaust flow which means it is not working correctly. Conclusion: the failure to generate the required vacuum noted in the complaint is confirmed. The pump itself appears to be malfunctioning. The precise cause of the pump malfunction could not be determined. This pump was manufactured in 2009 and has been in use in the hospital since that time. This failure does not appear to be an issue related to manufacturing but instead due typical wear and tear over time.

Manufacturer narrative:
Conclusion code: this device is available for evaluation and a follow-up MDR will be submitted upon completion of the device investigation.

Event description:
The customer checked the pump before use and found that it would not maintain the appropriate vacuum. A penumbra sales representative checked the pump and confirmed that the vacuum would only reach -5 in hg. There were no loose or broken parts found.